Event description:
It was reported that there was leaking from the bottom. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, pole clamp, and line cord as well as the cracked tank cover. Functional testing found the device leaked from the cracks in the reservoir tank cover. The enclosure, tank cover, line cord, and pole clamp were replaced. The root cause of the reported issue was found to be customer damage.